Event description:
Product: phenol applicator kit - (B)(4) - manufacturer: apdyne medical - (B)(4). How product is used: given by m.d. As intratympanic injection prior to pe ear tube placement or in pts with sudden hearing loss. Problem: 1. Product labeling does not include temperature guidelines. Number 2: there is not an expiration date on product only a 4 digit lot number. After contacting manufacturer, I was told product is approved by FDA as a device, not a drug, and therefore does not need an expiration date. That we should not use if discolored. Recommendations are vague considering product is opaque in color which makes it difficult to access cloudy dose. What is needed from manufacturer: expiration date on package, guidelines for when not to use product - example: cloudy, discolored etc.